Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, during entero-entero anastomosis, the stapler was able to fire however, blood loss of 500cc or more occurred which required the patient a blood transfusion. The event lead to extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.